Manufacturer narrative:
This is one of 6 manufacturer reports being submitted for this case. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors.  As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root.  Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient and procedural information was not provided, so the exact cause of the myocardial infarction is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), through the review of the medical article: ¿transcatheter aortic valve replacement with the balloon-expandable sapien 3 valve: impact of calcium score on valve performance and clinical outcomes". Corresponding author josep rodés-cabau. The following events were identified: multicenter study including 626 patients with severe as who underwent tavr with a new generation balloon-expandable thv (sapien 3) in three centers. Ten patients had moderate/severe aortic regurgitation, five patients had an annulus rupture, one hundred patients needed a new pacemaker, nine patients had a myocardial infarction, sixteen patients had a stroke and eight patients needed a second valve.

Manufacturer narrative:
This is one of (B)(4) manufacturer reports being submitted for this case. This complaint is for the nine patients that had a myocardial infarction  please reference related manufacturer report no: 2015691-2020-11759, 2015691-2020-11760, 2015691-2020-11761, 2015691-2020-11763, 2015691-2020-11764.  The date of the event(s) is unknown. No date range was provided in this article. For this reason, the published date was used as the occurrence date. Article reference: guimarães l, ferreira-neto an, urena m, nombela-franco l, wintzer-wehekind j, levesque mh, himbert d, fischer q, armijo g, vera r, kalavrouziotis d, rodés-cabau j. Transcatheter aortic valve replacement with the balloon-expandable sapien 3 valve: impact of calcium score on valve performance and clinical outcomes. Int j cardiol. 2020 may 1;306:20-24. Doi: 10.1016/j.ijcard.2020.02.047. Epub 2020 feb 19. Pubmed pmid: 32139241.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.